Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received antitachycardia pacing (atp) for a ventricular fibrillation (vf) on (B)(6) 2020. Upon reviewing remote transmission, the episode was actually a bigeminy rhythm and the implantable cardioverter-defibrillator was double counting the premature ventricular contractions (pvcs) causing a vf episode was triggered. Programming change was discussed. The patient was stable and will continue to be monitored.